Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt's diabetes educator reported that the pt is not receiving through the night and his blood glucose is elevated to 20 mmol/l (360 mg/dl) when he wakes up. The caller was assisted in reviewing the pt's alarm history and there were a few instances of e4 (occlusion) errors followed by a8 (bolus canceled) alert. The caller requested a follow up with the pt. Upon follow up with the pt the following month, he stated that "the other day" his "line plugged up again" and five days after event, his blood glucose elevated to 34 mmol/l (612 mg/dl). He changed the infusion site and his blood glucose decreased to 5.1 mmol/l (92 mg/dl). He reported there was blood in the needle when the infusion site was removed. The pt switched to his backup infusion device and he was sent replacement infusion sets. Upon follow up the following month, the pt reported that no error messages have been displayed on the backup infusion device. He was advised to switch to the primary device using the replacement infusion sets. He stated, he has gained weight and it is possible that the cannula size is too small. He stated that he would contact his physician. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.